Event description:
It was reported that a patient presented device data via merlin.net with atrial noise. Nonphysiologic signal deflections were observed in a segm. Other lead function was good and normal. Patient will be monitored with routine follow-up by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.